Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient awoke early in the morning (B)(6) 2016 with a significant nosebleed which didn't stop despite applying pressure. He was then admitted to the hospital, soon after arrival was seen by an ears, nose and throat (ent) specialist, which packed patient's nose and recommended oxymetazoline prn for bleeding. Packing remained in place during admission and patient was told to keep it there until dissolved. No recurrence of bleeding, though hgb trended down initially. Patient was transfused 2 units of prbc's since hgb was below transfusion threshold. No further transfusions needed. Patient was discharged on (B)(6) 2016 with instructions to keep nasal packing in place until it dissolved. Patient was given a prescription for cephalexin as prophylaxis to take while the packing was in place.